Manufacturer narrative:
Results: the returned device was kinked approximately at 8.0 cm from the hub. Conclusions: evaluation of the returned neuron max confirmed a device with a kink. If the neuron max is forcefully removed from its packaging at extreme angles or otherwise mishandled, damage such as a kink may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff found that the neuron max 6f 088 long sheath (neuron max) was kinked upon removal from the packaging. The damage to the neuron max was found prior to use and therefore, was not used in the procedure. The procedure was completed using another neuron max.